Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. Unit was received with broken reservoir tube lip, missing reservoir o-ring, cracked battery tube threads and scratched lcd window.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery and damaged. Customer stated the device was cracked near the reservoir compartment. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.